Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has loaded in foreign catheter. The device was returned loaded in the catheter, however a resistance was felt when the wire was removed from it. The wire was inspected and it has the distal tip kinked and the body kinked in the middle of the device. Also, the polymer tip is accordion and missing segment of the polymer tip exposing the core wire. Overall length was measured to be within specification. Polymer tip length was measured and found out of specification. Od distal tip, od middle of the device, and od proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that guide wire unraveling occurred. During a heart failure monitoring system implant procedure, a non-bsc heart failure monitoring device was advanced over a v-18 control wire&#11168;however, upon deployment and positioning of the heart failure monitoring device, the v-18 control wire started to uncoil. Subsequently, everything was removed and a new guide wire and heart failure monitoring device was used to complete the procedure. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a guide wire distal tip detachment.